Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The incorrect date received by manufacturer was inadvertently utilized in initial medwatch. The correct date is june 5, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part vp4400.l3, lot h488239: manufacture date: october 26, 2017. Manufacturing location: elmira. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of 2.7mm tplo plate/left 3 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: the returned device was received loose in a. A visual inspection of the 2.7mm tibial plateau leveling osteotomy (tplo) plate shows the plate with partially missing threads in one of the head holes. Dimensional inspection showed one of the holes and one of the threads did not meet specification; the other relevant dimensions all passed. The relevant drawings were reviewed. The inspection confirms the complaint condition as the oversize thru hole along with the failed thread minor diameter could be a potential cause for the visibly fewer threads on the hole and for the unknown screw to slip through and not lock. There was no indication that a design issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device was most likely incorrectly manufactured. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: veterinary complaint: it was reported that on (B)(6) 2019, a tibial plateau leveling osteotomy (tplo) plate was noted to have visibly fewer threads on the holes than the usual intraoperatively. When the surgeon placed an unknown screws in the plate, the screws would not lock instead it would just slip through. There was another unknown plate used to complete the surgery. It was unknown if there was a surgical delay. There was no animal harm reported. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity#unknown). This is report 1 of 1 for pc (B)(4).